Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported indicated that the system has been used since the reported complaint without issue.

Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning made for the case. A lateral skiving potential was observed in left l5. Analysis reviewed the provided ap and obl images. Registration was verified to be acceptable with green values. Analysis reviewed the images provided and a slight lateral deviation can be seen in left l5. The log files show no indication of excessive force applied on the surgical arm. Platform shift can be ruled out as the subsequent trajectories were accurate. There are four sessions present for the reported date. In one of the session snapshot acquired for 2 times in arm transformation logs. Camera has reported multiple times infrared interference error on the tools. It is not known whether these are related to the complaint. Also ndi captures some errors regarding device firmware. There are no warnings, errors, or other information in the logs from these four sessions that appear to provide more information for the cause of the problem. After ruling out arm inaccuracy, platform shift and considering the percutaneous approach which eliminates soft tissue pressure, analysis reviewed all available information and concluded the root cause of the deviations is skiving of the surgical tools, resulting in a lateral trajectory of l5 left. All other screws were accurate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: m728894b252. Analysis results of the software exports were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative discs with placement of screws and rods. It was reported that there was a mismatch between the navigation and guidance system during a l5-s1 alif procedure. The surgical system was mounted to the patient using a schanz screw placed in the right psis and a bone mount bridge. After the patient was registered, the surgical arm was sent to the first trajectory at left l5. Navigation was found to not be matching the trajectory of the surgical arm and the planned implant on the workstation screen. The inaccuracy was only visible on the axial image and was 4-5 mm lateral to plan. Troubleshooting by the surgeon involved reintroducing the long handle blade and widen the skin incision to relieve soft tissue pressure, resent the surgical arm to the trajectory with a different elbow configuration, reverify the dilator, drill and tap, and capture a new snapshot. The surgeon decided to check the instruments at other trajectories of left s1, right l5 and right s1. Navigation was accurate at those trajectories and screws were successfully placed. The surgical arm was sent to left l5 again and navigation was still inaccurate. The surgeon decided to change the screw diameter and length to increase the safety margin. The screw was able to be successfully place. An o-arm spin was done to check screw positions and the screw was placed in the same area where the navigation showed it was 4-5 mm lateral. The surgeon deemed the screw to be safe with acceptable placement. There was no patient harm and the procedure was delayed less than an hour.